Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0bfu2, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stopped feeling stimulation and their symptoms returned the day prior to the report. A loss of therapeutic effect was noted. It was stated the patient used to ¿always¿ feel stimulation. The night prior the patient increased stimulation from 2.7v to 5v and did not feel stimulation. They decreased stimulation to 3.3v at that time. During the call, it was confirmed that therapy was on, but the patient felt no stimulation. No falls or injuries were noted. The patient did exercise, but ¿nothing out of the ordinary.¿ additional information has been requested, a follow up report will be sent if additional information is received.